Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question: sample (B)(6)(anti-fy(a) batch 19347 - r734 and 221644; resulted as negative. Cell 1_neg, cell 2_neg, cell 3_neg; cell 3 had a score of 2. The pi lab confirmed the reactivity of the fy(a) antigen on cell 3 of retention capture-r rs(3) lot r734 in manual capture retention capture-r indicator cell 221645 with retention anti-fy(a) lot dl7866a (1:1 dilution). Controls performed as expected. Positive results exhibited 3+ reactivity. Retention product performed as expected. Performed an antibody screen on the echo with customer's returned samples (B)(6) using retention capture-r ready screen (3), plates lot r734 and retention capture-r indicator cells lot 221656. Controls performed as expected. Return sample (B)(6) exhibited 4+ reactivity with cell 3 (fya+fyb=). Return sample (B)(6) exhibited 3+ reactivity with cell 3 (fya+fyb=). Customer's issue was not reproduced.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result with capture-r ready-screen 3 (crrs 3) when testing a patient sample on the galileo echo. Sample (B)(6) contained an anti-fy(a) which was identified using capture-r ready-ID.